Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the device was reportedly discarded. If additional information is obtained, a follow-up report will be submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported he had obtained a scan of 200 mg/dl, but subsequently lost consciousness while driving. The customer was taken to the hospital where a healthcare meter reading of 70 mg/dl was obtained, and customer given unspecified treatment via IV to raise blood sugar levels. There was no report of death or permanent injury associated with this event.